Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region #30 it was verified its loss of osseointegration. 70 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type I and ii.